Manufacturer narrative:
The customer clarified that the needle the mega suturecut needle driver instrument was holding, did not fall inside the patient.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy- benign surgical procedure, the mega suture cut needle driver instrument malfunctioned and would not hold the needle inside the cavity. The surgeon removed through the 8mm cannula. The fragment was retrieved during the same procedure. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mega suturecut needle driver instrument was inspected, and nothing fell into the patient. The surgical task was suturing the vault. The instrument has 5 lives remaining and the surgeon does not know what caused the breakage. No functionality issues observed prior to the issue occurred. The instrument did not collide with any other instruments. The mega suturecut needle driver instrument was removed during procedure and was inserted and stayed in until the malfunction occurred. The instrument was straightened upon final removal. No damage was observed and there was no resistance to the instrument or cannula. No fragments were specifically noted, however it was unclear whether a needle fell. No additional procedures or post operative tests were required.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but it has not been received for failure analysis evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .